Event description:
It was reported that the patient presented for a scheduled device exchange procedure. During the procedure, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead could not be removed from the header of the pacemaker. The ra lead was removed after several attempts; however, the rv lead could not be removed, and the header was crushed to facilitate its removal. The leads continue to be used. The pacemaker was explanted and replaced on (B)(6) 2025. There were no patient consequences.